Event description:
It was reported to philips that the system was unable to produce x-rays, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary emergency treatment procedure was performed when the issue happened, and the procedure was delayed, and it was completed by retrying the fluoroscopy. The philips remote service engineer (rse) analysed the system remotely and confirmed that system have difficulty in producing x-rays. After reviewing the log file, rse found the reported malfunction. Upon troubleshooting, rse found that entrapment of materials during foot switch operation led to improper pressing. Rse reported that since it was currently operating well. To resolve the problem, rse will continue to use vinyl cautiously due to its effective operation. After repairs were completed, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure completed by retrying the fluoroscopy. In this scenario, the customer complains of artifact, but the customer continues and completes the procedure on the same system by retrying the fluoroscopy. The potential for artifact to occur is well known by clinicians in the field of radiology and interventional radiology. Many artifacts do not impede the ability for the procedure to be continued. This may be because the artifact can be resolved (i.e. By moving something that is external to the patient or reducing interference from other medical devices), can be reduced (i.e. By limiting patient movement or timing interventions with cardiac/respiratory motion), or can be easily recognized without risk of causing confusion/misinterpretation. A scenario in which the customer reports artifact but it is recognizable and does not impede the ability to proceed with the procedure is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.